Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. The returned sample returned did not show any connection problems or leakage. A batch review showed no related problems during production. In this case the evaluations did not find any evidence of any problem. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
A nurse reported to baxter (B)(4) that while the doctor was changing the patient's transfer sets the patient connector could not be connected to the titanium adapter tightly. There was no patient injury or medical intervention. There was patient involvement.